Event description:
It was reported that the customer received an ongoing power source alert intermittently after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.